Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2013. According to the complainant, while the physician was pulling the peg tube through the patient's stoma site, the tapered hard plastic tip, detached from the peg tube , outside the patient. The peg portion was removed by hand via the patient's mouth. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2013. According to the complainant, while the physician was pulling the peg tube through the patient's stoma site, the tapered hard plastic tip, detached from the peg tube , outside the patient. The peg portion was removed by hand via the patient's mouth. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown however reported to be over 18 years old. (B)(4) the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the barbed connector to have been pulled out of the thermoformed tubing and the thermoformed tubing was not returned. The returned device consisted of the distal portion of the device including silicone feeding tube, barbed connector and inner and outer rings. An examination of the silicone tubing found small cuts (tears) on the proximal end adjacent to the outer ring. The cuts were most likely caused by scalpel or similar instrument. The condition of the returned unit was consistent with the complaint incident that tapered thermoformed tubing separated from the feeding tube. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is operational context. A device history record (DHR) review of lot number 15747928 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15747928.